Event description:
It was reported that the pump of the patient's inflatable penile prosthesis (ipp) was not working. The device was replaced with a new one. There were no patient complications.

Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.